Manufacturer narrative:
Analysis of the returned system computer found no anomaly. The computer booted normally to the application screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the cpu was replaced. Multiple registrations were performed with both emitter and optical systems. The system then passed the system checkout and was found to be fully functional. Analysis of the returned cpu was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the navigation system on a demo head, the navigation system would not initialize the third point for patient registration during a shunt procedure. The software was re-installed without resolution. Multiple registration attempts were performed after exiting the software and rebooting the system with the issue recurring.